Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the up, down and ok keypad buttons were under-responsive. There was no reported adverse event associated with this complaint. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly. The keypad cover was removed, and no damage or contamination was found among the button contacts. The complaint was not duplicated. Unrelated to the complaint, the bolus button cover was torn; however, the button responded appropriately to user presses.